Manufacturer narrative:
Additional information: section h manufacturer narrative. Correction: section d unique identifier (UDI). Part analysis: the report of the medstation es main 6dr (pcba dwr cntlr v1.10/v1 p/n (B)(6) and pcba pmc fh p/n (B)(6)) was confirmed during fse (field service engineer) testing. According to work order 02086243, the device was evaluated by the fse. The issue was traced to a failure in the full height drawer #5 board. Both the drawer board and module controller card were replaced, and functional checks, including hta, were successfully completed. Laboratory inspection confirmed that pcba dwr cntlr v1.10/v1 (sn (B)(6); p/n (B)(6)) and pcba pmc fh (sn (B)(6); p/n (B)(6).) Were received in good condition, all components present, with no signs of liquid ingress or corrosion, and no anomalies observed. Following bd internal procedures, a resistance test on the pcba dwr cntlr showed 0.3o, confirming a short circuit; no further analysis was needed. The pcba fh cubie pmc passed both electrical checks (dmm) and functional testing (hta) in a known good drawer setup. The device was in use for treatment purposes as intended per cfr 820.198(d). Root cause the root cause of the reported issue was determined to be a short circuit at tp505 tp502 on the drawer controller, which prevents the board from receiving 5v.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was failed to power on. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that short circuit on the drawer controller. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not powered on. A field service engineer found that the main full height drawer board 5 was caused power failure. Fse replaced the drawer board and module controller card and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was failed to power on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.